Event description:
A contractor discovered a website showing an x-ray of an aspirated voice prosthesis. Based on the dimensions of the radiopaque ring, the contractor indicated that the device was a classic indwelling voice prosthesis. The website did not specifically indicate that the prosthesis was a device manufactured by freudenberg medical. No additional details concerning this adverse event could be found on the website. The author of the website, a physician, was contacted to obtain more information; however, no additional information was available since the x-ray image did not have patient identifiers.